Manufacturer narrative:
Concomitant medical products: sesr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and there was noise noted on stored episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.